Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had blood glucose levels that read 'hi' on the meter, with moderate ketones and thirst. During troubleshooting it was found that the patient had miscounted carbohydrates and overridden the recommended bolus amounts. Customer support referred the patient to an hcp for diabetes management and considers the bg issue due to training misuse.